Manufacturer narrative:
Other text: d4: UDI section is unknown. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked while in use with the patient after inserted for one day. There was patient involvement but no harm.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, the sample appeared to be in good condition. Per functional testing, inflated cuff by a syringe filled with air and put returned device under water. A tear in the cuff was observed. The complaint was confirmed. The root cause was attributed to user interface, due to fact that the cuff leak was not observed prior use. It was the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly.